Event description:
Our rep reports that a pt had an arthroscopic shoulder repair in 2008. The surgeon used a versalok and a spiralok anchor for fixation. The pt has a post operative examine 1 week later, x-rays showed that all was well, anchor still in the bone. One week subsequent to the post-op checkup, the pt presented with pain and another x ray determined that the versalok anchor was at that time out of the bone, was still tethered to its suture, and was floating around the pt's joint space. A re-surgery was performed on the following month, the versalok was removed and the surgeon employed bone tunnels as a means of remedy. This repair was concluded successfully without further incident or harm to the pt.

Manufacturer narrative:
We are at this point in time awaiting receipt of the complaint device towards conducting a failure analysis. Our findings will be the subject of a follow up report.